Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an infusion of carfilzomib at a rate of 600 ml/hour but barely moving. The pump had alarmed approximately 10 upstream occlusion alarms. These alarms occurred toward the end of the infusion. The nurse stated she programs the pump at 10% more than what is the stated volume on the patient label. The issue only occurs with the primary set. Residual volume is seen when the infusion is complete, or when the pump begins alarming upstream with no patient impact. There was no air or solutions being injected into the bags. The carfilzomib was not cold when received from the pharmacy and the bag was hung immediately. Observed issues are always seen over 300ml/her, often 500-600m. There was patient involvement but no patient impact. No additional information is available.